Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report failure of defibrillation paddles on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report failure of defibrillation paddles on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer's defibrillation pads were returned and evaluated at the product assessment center (pac). No malfunction observed during evaluation. A cause of the reported issue could not be determined.

Manufacturer narrative:
The customer quality engineer reviewed the electronic device records and noted intermittent lead off messages during the case thus verifying the reported issue. The reported issue could not be replicated as the ECG leads were not returned to stryker. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report failure of defibrillation paddles on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.